Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of 57 mm diameter abdominal aortic aneurysm. Measurements at three months post implant showed the aortic neck was 25.4 mm in diameter proximally and 30.5 mm distally with a length of 11 mm. It was reported by the physician that a follow up CT showed the patient had a proximal type I endoleak. The physician stated he thought the device had migrated 5 mm distally. Another angiogram was done and showed the migration of 5 mm. A 32/32/49 endurant cuff was placed as well as 6 endo anchors from another manufacturer were placed and post dilatation with a reliant balloon was performed. Post angio showed the endoleak resolved and both renal arteries were patent. No additional clinical sequelae were reported and the patient is fine. Review of returned cta¿s and 3d report from 3-months post-implant revealed that the bifurcate was positioned just below the lowest right renal artery. The proximal stent graft od just below the right renal was approximately 27mm, and 1cm lower measures approximately 33mm. The neck was relatively straight. Near the right renal artery orifice the anterior neck is calcified. There is a proximal type I endoleak. The maximum diameter aaa is 5.5cm. The ipsilateral limb was positioned within the right common iliac and the acutely angulated contralateral limb was seen within the left common iliac. There appeared to be adequate distal sealing. The cause of the migration and proximal type I endoleak is unknown. Pre-implant and earlier images post-implant were not provided. Films post-intervention were also not available for review. The amount of migration could not be confirmed; images showing the position of the bifurcate immediately post-implant were not available for review. It is possible that the calcified and tapered neck proximal neck may have contributed to the migration and proximal type I endoleak.